Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dosage via an implantable infusion pump. It was reported that on (B)(6) 2018 the patient had increased pain and started having olfactory hallucinations. The patient's daughter believed it was pump related and brought her to the emergency room (ER). The infusion pump started the critical alarm on the way to the ER and once read by the hcp it was determined that there was a pump motor stall. The pump was put into minimum rate and replaced with a new pump on (B)(6) 2018. It was reported that the patient failed to get a refill and there was 0 ml in the pump from (B)(6) 2018. The issue was resolved at the time of this report and the patient was noted as alive with no injury. It was reported that the pump would be shipped back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the drug current in the pump during the motor stall was morphine (2 mg/ml) and marcaine (40 mg/ml) at unknown doses. No further complications were reported.